Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller and the patient were conferenced on the call to technical services to report the patient issue. On (B)(6) 2022 patient received a radio frequency ablation (rfa) on the right side above their ins. During the procedure the patient was pretty medicated and does not remember any discomfort. Following the procedure there was pain related to the ablation. The stim was off for the procedure. On (B)(6) 2022 the patient turned stim on and felt a burning, searing, electrical sensation down their right leg into foot which curled toes. They turned stim off and then back on and it did the same thing. The patient has since left the stim off. They had a left side rfa on their low back done on (B)(6) 2022. Two different doctors did the rfa procedures. The patient is currently feeling pain around the ins, throbbing aching with pins and needles sensation.  The patient feels like they were electrocuted and have burned tissue inside their body. The pain is in their butt and into hip. They reported it feels hot to touch and hot inside their body. The patient thinks the area may be slightly bruised. They have contacted their managing doctor and have an appointment on the 21st at 1:00 pm. It was reviewed that their healthcare provider may check the device without turning the stim on. The manufacturer representative will provide follow up as available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the burning and electrical sensation is unknown. It was also reported that on (B)(6) 2022 removal and possible reimplant and follow-up with pain management. The cause of the hot feeling was determined to be radiofrequency. The issue was resolved through removal. Additional information was received. The patient had system removed on (B)(6) 2022 and reportedly doing well. Patient had requested the product be analyzed so device will be sent back in mailer for analysis.

Event description:
Additional information was received from the patient's healthcare provider (hcp) 2022-apr-26. It was reported that the cause of the burning and electrical sensation is unknown. It was also reported that on may 2nd removal and possible re-implant and follow-up with pain management. The cause of the hot feeling was determined to be radiofrequency. The issue was resolved through removal. The cause of the report that the ins felt hot to touch and hot inside their body was determined to be radiofrequency ablation with grounding pad on the wrong ankle. On 2022-may-12 additional information was received. The rep reported the patient had system removed on may 02, 2022 and was reportedly doing well.

Manufacturer narrative:
Corrections: event description was updated and h1 corrected to serious injury. H3: new information: device received, analysis results will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.